Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed to investigate the reported event. A visual inspection was performed and revealed no issues related to the reported condition; however, damage was found, which will be captured and reported in (B)(4). Pressure testing was performed and did not pass successfully; however, this was deemed unrelated to the reported issue. Clear passage testing was performed with no issues noted. The reported condition was not verified as flow through the set was observed during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set would not flow and blood was observed to back up into the line. This event occurred during infusion. There was no blood loss outside of the IV tubing set. The interruption/delay in the administration of the unknown medication caused the patient¿s blood pressure to decrease. The set was switched out and the patient continued therapy with no further issues. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.